Event description:
Hospital was notified by orthopedic surgeon due to 3 cases that he performed using this product.in 2 of 3 cases, his patients experienced pulmonary emboli. This particular patient was readmitted two weeks after going home after surgery and recovered without incident.